Event description:
Patient reports solis pump serial number (B)(6) is malfunctioning. Patient reports the pump is not priming and is displaying alarm that cassette is not attached. Patient confirmed a new cassette is attached and the batteries are changed frequently. Patient reports that they had this problem 2 days ago and was eventually able to start priming, but right now the troubleshooting they did is not resolving the issue. Patient reports they switched to the replacement pump they received from this pharmacy due to the pump issue from 2 days ago and was able to prime and start the infusion. No interruption in therapy reported. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Current intravenous remodulin premix dose: 70ng/kg/min. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Upon return did the pharmacy replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. Was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.